Manufacturer narrative:
The device was returned and the reported malfunction was (B)(6) . Evaluation of the device found that the housing was warped. This type of damage is consistent with an overheated battery; however, the battery was not returned for evaluation. The customer declined repair of the device. The device was labeled not for clinical use and returned to the customer. Analysis of reports of this type has not identified an increase in trend.

Event description:
Complainant alleged that they were not able to seat the battery into the device for power up. Complainant did not indicate that there was any patient involvement in the reported malfunction.